Event description:
Failed attempt at percutaneous coronary intervention of the right coronary artery with ultimate entrapment of a 1.75 mm rotational atherectomy burr in the mid to distal portion of the right coronary artery in addition to entrapment of a runthrough hypercoat wire as well as a 1.2 mm threader balloon.